Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 800 mg/dl. Customer had symptom of high blood glucose; customer had vomiting, nausea and dehydration. Customer was hospitalized due to high blood glucose and possible virus. Customer was hospitalized for three days. Customer was wearing insulin pump at the time of hospitalization. Customer required assistance with carelink due to follow up doctor's appointment. Customer received assistance.